Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n283073, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient¿s dosage was changed. The pump was mistakenly updated with a reservoir of 40 ml, despite the volume being 19 ml. The error was caught, and the original reservoir volume of 19 ml was entered. The pump was re-updated, and the patient started getting a critical alarm. The logs were checked and ¿everything was normal¿. No symptoms were reported.

Event description:
It was later reported that the medication used within the system was lioresal. The healthcare provider noted that the patient¿s intrathecal baclofen dose was increased by 5% to 525.3 mcg/day. Her reservoir volume was initially changed to 40 ml, but then changed back to 19 ml as a refill was not performed that day. However, the low reservoir alarm occurred after the pump was reprogrammed. After speaking with a representative, the pump was interrogated, the volume was changed to 40 ml, the pump was reprogrammed, the pump was interrogated again, and the pump was reprogrammed back to 19 ml. The session data reported were printed and logs were reviewed. After fifteen minutes, the patient did not hear another alarm sound. The patient¿s new alarm date was (B)(6) 2013. The patient was noted to be doing fine. The only issue was the alarm. The patient did not require hospitalization, and their outcome was ¿no injury¿. This was resolved after reprogramming the correct way.